Event description:
A customer's mom calls to report that her daughter had resistance when filling this pod with insulin and they heard the crackling noise, however, she continued the priming process and placed the pod. She was unaware that there was any problems, as the child does the filling on her own. The child wore the pod for about 4 hrs and mom noticed her bg was elevated to "high", and she had moderate ketones. The pod was removed and a 5 u man. Injection was administered. She was then able to activate and place a new pod. No further info reported.

Manufacturer narrative:
The product has not been returned so no evaluation was possible. The customer felt resistance during the fill process, which indicates a probable problem with a retainer that allowed a component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omnipod user guide states. "Warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.